Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient reported the pain at the ipg site has subsided postoperative and the issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient fell recently. As a result, the patient felt pain at the ipg site with stimulation turned on and turned off. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced with a new model. It was noted, the new ipg was implanted within the original pocket. The event date is unknown.